Manufacturer narrative:
(B)(4). Event date: unknown as information was not provided, brand name: unknown as information was not provided. Catalog # unknown as information was not provided but referred to as cook celect filter. Lot# unknown as information was not provided, expiration date unknown as lot# is unknown. As catalog # is unknown it could be either (B)(4). MFR date: unknown as lot# is unknown. Summary of investigational findings: since no device or imaging studies have been made available and only very limited hospital and medical records have been made available the exact root cause for what caused the alleged unsuccessful retrieval is unknown. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter fracture of the wire is an uncommon, but known risk in relation to filter implant. It is reported that "pt. Is not experiencing any symptoms post-retrieval that are being attributed to the device". Lot# and rpn are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted on (B)(6) 2012 at (B)(6) health system, (B)(6)" additional information received on 25jan2016: it is alleged that: [pt] was told celect filter should be removed after six months as "it would cause blood clots." Inability to retrieve the celect filter on (B)(6) 2012. Notes taken from the limited medical records provided by [pt]: the first celect retrieval attempt was on (B)(6) 12 at (B)(6) health due to "complication of device. The celect filter was not removed and during the retrieval attempts some of the legs became displaced. After multiple attempts at removal the tilt of the filter did not change but 2 legs/struts were altered in position. Complex retrieval techniques were utilized in (B)(6) 2012 retrieval wherein all but one strut was removed. Patient outcome: it is alleged that [pt] is not experiencing any symptoms post-retrieval that are being attributed to the device.

Manufacturer narrative:
(B)(4). As catalog # is unknown it could be either k061815, k073374, k090140, k112119 k121057 or k121629. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted on (B)(6) 2012 at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 11/14/2015 as follows: the plaintiff allegedly received the filter implant via the right common femoral vein on (B)(6) 2012 due to dvt and pe. An unsuccessful device removal allegedly occurred on (B)(6) 2012. The device was removed on (B)(6) 2012; however, after removal, the device was examined and one leg allegedly was 1.4 shorter in length than the other three. The cause of the fracture is unclear. The plaintiff alleges device unable to be retrieved.

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as cook celect filter. As catalog number is unknown it could be either k061815, k073374, k090140, k112119 k121057 or k121629. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "a cook celect filter was implanted on (B)(6) 2012 at (B)(6)." Additional information received on 25 jan 2016: it is alleged that: [pt] was told celect filter should be removed after six months as "it would cause blood clots." Inability to retrieve the celect filter on (B)(6) 2012. Notes taken from the limited medical records provided by [pt]: the first celect retrieval attempt was on (B)(6) 2012 at (B)(6) due to "complication of device. The celect filter was not removed and during the retrieval attempts some of the legs became displaced. After multiple attempts at removal the tilt of the filter did not change but 2 legs/struts were altered in position. Complex retrieval techniques were utilized in (B)(6) 2012 retrieval wherein all but one strut was removed. Patient outcome: it is alleged that [pt] is not experiencing any symptoms post-retrieval that are being attributed to the device.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿fracture, device unable to be retrieved¿. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.